Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/05/2016 to report that the transmitter finally ran out on (B)(6) 2016. No injury or medical intervention was reported.